Event description:
Consumer stated 'had a lot of bleeding that caused a 2 day hospitalization and foley catheter'. He has been cathing for about 25 years about 4 x a day and he is paralyzed has no feeling in his bladder. Consumer stated the bleeding was due to a recent different tip describing a coude tip that caused him this bleeding. He was not sure why he was switched to coude and he had no idea about how to insert the tip properly stating "I would insert it any old way" prior to bleeding episode as he was never instructed on how to catheterize properly with coude tip. He thinks the tip is what caused him the bleeding episode. A little over a month ago he said he was at a routine md check up appt after he had recently cathed that day and he told his md he had been having a large amount of bleeding after he had catheterized, he said his entire diaper was "full of blood" after that cath. That md admitted him to hospital where they placed a foley in him and irrigated him well until bleeding stopped. He stayed in hospital for 2 days and then sent home with foley for a month. About a week and half ago he went into his urologist to follow up and a cysctoscopy was done and "he couldn't find anything wrong." They sent him him home to resume cathing.

Manufacturer narrative:
D2a: common device name: catheter, urological based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.